Event description:
While doing our weekly quality checks, it was discovered that we have 2 boxes of truetrack test strips that didn't pass the quality test. When using the low test solution, we got a high reading. We tried on two glucometers and confirmed that it was the test strips. The lot wasn't included in the recall, but I wanted to let you know in case this was the cause of the recall. Truetrack test strips ndc #(B)(4); code: (B)(4); lot# rt4903; expiration: 09/30/2018.